Manufacturer narrative:
The investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported issue. In addition, a different issue was identified.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1258 mg/dl and a high ketone level identified as dangerous by healthcare provider. Suspected cause was due to the customer's cartridge running out of insulin. Reportedly, the customer experienced a heart attack. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.